Manufacturer narrative:
D10/d11: ssd 9736356 2.5in 1tb duped svc, lot s5janj0n107223w h3/h6: a medtronic representative went to the site to test the equipment. It was reported that the solid state drive (ssd) of the na vigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The ssd was returned to the manufacturer for analysis. The reported issue was confirmed as there was a failure with this component. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 736356, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while on site looking to update the system, he had called in to work with technical services (ts) on how to replace the new ssd hard drive for the upgraded software. It was noted that after speaking with the rep that the system was not recognizing the ssd. Ts had him check proper placement of ssd, correct location on the computer, fully seated in the computer. The other ssd was not placed in the system or connected and trying to follow the error prompts. The rep noted that when placing the old drive back into the system they were able to get to the login screen and software. The rep had reached out for further troubleshooting issues but were unable to resolve the complaint. No patient was present. No delay.